Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be fully intact without damage. On testing, all the keypad buttons had normal response and were fully functional. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/02/2013: contamination under the contacts of all the keypad buttons.